Event description:
It was reported that the implantable pulse generator (ipg) reached premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was 77% and did not meet the 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Battery failure analysis concluded that the chemical analysis value is within the calculated tolerance curves so it can be concluded that the cell discharged normally. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.